Manufacturer narrative:
Initial 2 of 2. E1::name tandem . Street 11045 roselle street. Line 2 suite 200. City san diego. State ca . Zip code92121. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Event occurred in canada. It was reported that patient experienced adhesive issues on (B)(6) 2026, where infusion set, patch did not stick to skin upon insertion.